Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a low blood glucose value of 50mg/dl. Customer other blood glucose value 147 mg/dl. Customer also stated that battery compartment had cracked and piece broken off. Customer was declined trouble shooting for low blood glucose. The device will be returned for analysis.

Manufacturer narrative:
Device received with broken battery tube thread noted. Device passed displacement test and self test. (B)(4).